Event description:
On february 25, received a call from reporter relaying a parent's report the monitor had set an apnea led with no audible alarm. No death or serious injury was reported in association with this malfunction. Co tested the monitor and was unable to reproduce the malfunction. The monitor audible alarms performed exactly as intended per specification. Both the visual and audible alarms are designed to activate when the respiration rate falls outside the settings prescribed by the physician. The audible alarm stops sounding when the respiration rate returns to normal. The visual alarm is latched, which means that it will not stop flashing when the baby's respiration rate returns to normal. The visual alarm can only be reset manually (by pressing the reset button.)